Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was reported that the saw attachment device, while being used with a an unknown power module device that once the initial cut of the femur and tibia was made, the piece began to heat up. It was reported that a moist compress was placed externally in order to continue the procedure, however it did not work since the battery was consumed in less than five minutes. It was further reported that a change was made when this was done and it was noticed that the battery was too hot. It was reported that the motor continued to be used, however, when the respective four-in-one cut was to be made, the adaptor stopped and did not respond when activated. The device had to be removed and allowed to rest again. It was reported that the presented failure takes around 45 minutes plus the procedure causing discomfort in the specialist and longer anesthesia in the patient. It was reported that another device was available for use in order to complete the procedure. Upon follow up with the reporter it was stated that the specialist, due to the heating of the device, had a slight burn in his dominant hand. As for the patient, the bone presented a burn due to thermal friction with the saw blade at that temperature. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Upon follow up with the reporter it was stated that the specialist, due to the heating of the device, had a slight burn in his dominant hand. As for the patient, the bone presented a burn due to thermal friction with the saw blade at that temperature. Please note that medwatch report is being submitted to capture harm cause to the patient and is related to medwatch report (8030965-2022-03703) which is being submitted to capture harm to the surgical specialist. Concomitant medical devices and therapy dates: unknown power module device, (B)(6) 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failure described did not work was confirmed but the reported condition of "heat" was confirmed. The device evaluation found that the device failed pre-test for general condition, check general function in the running mode and check the oscillation frequency. It was also found that the attachment was frozen and did not move at all. The attachment also showed signs of visual deformity. Tdhr review only covers the related service records. Service history record review result from dec 2021 is relevant to the current complaint and/or service process findings. The assignable root cause was determined to be due to component wear.